Event description:
Per prescription reimbursement representative the patient reported that four v-go 40's fell off. The patient did not provide the number of hours they were on before they fell off, or the reason why they fell off. The patient did not provide the location on the body where the v-gos were worn.